Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code. Please provide lot number. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that at 11.45, the patient was sent to the operating room for a cesarean section, and when the uterus was closed, the absorbable suture was used, which broke during the surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2022. H6: component code: g07002 no device return. Additional information was received: breakage suture. This case is from the health authority. It was reported that in the afternoon of the surgery day, the surgeon in the 11th operating room performed surgery for the patient. The suture broke when pulling hard to sew the skin during the surgery. A new suture was replaced to complete the surgery. There is no report on patient's injury. No additional information could be provided this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/24/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * please provide product code¿¿ all answers above are unobtainable. Once there is any update, we will update the information. * please provide lot number * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail.